Event description:
Boston scientific received information that the power cord to the communicator became hot and was melted. A new power cord was sent to the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the top surface of the power brick was visibly melted before voltage and temperature measurements were taken. A gap between the case and the strain relief was also visible. The power brick did not pass the unloaded voltage check. When connected to power source, the voltage measurement continued to rise and power brick made a whining noise. The brick become hot to the touch during voltage and temperature measurements and the power brick's case temperature became excessively hot . Its case became more deformed and the gap between the case and strain relief increased in size during the measurements. There was a faint audible ringing sound made by the brick while plugged into the power source. There was no burning smell noticed. The brick's green led was not on while plugged into the power source. Analysis confirmed the allegation against the power brick.